Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Related manufacturer reference number: 2017865-2022-40498 and 2017865-2022-40501. During a clinic follow-up, the device was observed to have eroded from the device pocket and an infection was suspected. The device, right ventricular lead, and right atrial lead were all explanted to resolve the event. The patient was stable.

Event description:
Additional information was received that a culture was performed and results were positive. Additionally, a new system was re-implanted to resolve the event.